Manufacturer narrative:
As reported, the si avanti+ 7f std w/gw no obt sheath has come disconnected from the valve. The sheath went into the patient and had to be removed by a vascular surgeon. The device will not be returned by the hospital. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot 17839871 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula separated in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the separation reported. However, procedural/handling factors are possible. According to the instructions for use, which is not intended as a mitigation, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Thread the csi/dilator assembly over the guidewire, grasping the sheath close to the skin to prevent buckling. Using a rotating motion, advance the assembly through the tissue and into the vessel.¿ neither the phr review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the si avanti+ 7f std w/gw no obt sheath has come disconnected from the valve. The sheath went into the patient and had to be removed by a vascular surgeon. The device will not be returned by the hospital. Additional procedural details were requested but are unknown.